Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that patient was trying to make an appointment with healthcare provider (hcp) because she did not know if she needed a new implantable neurostimulator (ins) because her current ins had quit working. Patient reported for some reasons when she turned her leg a certain way, this was the only time she felt stim. Patient thought it was a nerve in her leg or something. Patient noted she had ins for a long time and knew what stim was supposed to feel like. Patient stated normally when stim turned up/down or to a ¿different thing¿, she can feel it but she was not feeling stim any longer. Patient reported during initial implant the hcp took wire out and moved the wire from where they normally run the wire, on the opposite site of the ins and instead they ran the wire straight across her back on the same side of the ins. Patient stated she started having a problem in her foot and could feel stim when he turned leg a certain way. Patient was told by hcp that they think they hit a nerve during the initial implant procedure. Patient declined troubleshoot on the day of this call and wanted to make an appointment with hcp. Patient also reported when she used an intone, it caused horrible pain in her back and after she turned intone off for a while, it did not hurt as bad. She thought the nerve was irritated from using the intone. She had ins off when she was using the intone. It had gotten worse but she has always had trouble with bladder ¿when it gets full it tries to come back out, it comes back out now, used to it would hold a little bit, but now when she stand up when bladder is full¿. Patient stated the hcp told her to go back if bladder got like that again. Patient stated the ins helped with something like urgency, she only having to go sometimes. Patient noted hcp had ran some test like the ¿ maxiplasty¿ twice before, where they put something up in her bladder. Patient was told by hcp that she may need to do that procedure a third time to help symptoms. Patient attempted to reach out to hcp however, she was not sure why the phone numbers were not working. The indication for use is unknown. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Device code (B)(4) no longer applies to this event and was removed.